Event description:
Pt reported device turns on and off intermittently after pt was wanded by security. Pt has a loss of symptom relief and is not able to adjust the strength of stimulation. No report of device explantation.